Manufacturer narrative:
The pump passed displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor, and excessive no delivery alarm test. No motor error alarm noted. The pump functioned properly. The motor passed motor test. The pump was received with scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that they had high blood glucose level and motor error. The blood glucose at the time of the incident was 445 mg/dl. The customer states they increased there basal rates and rewound the pump after a motor error. The motor error occurred during basal delivery. The customer states the pump was not exposed to a high magnetic field and the drive. The sensor feature is used on the pump. The customer was informed there may have been a false motor error by viewing sensor graph, while delivering a bolus. The customer states they are able to complete the rewind. The device will be returned for analysis.